Manufacturer narrative:
(B)(4).

Event description:
The patient reports troubleshooting was needed for the patient programmer. A poor communication screen on the patient programmer. The patient programmer had poor communication. Symptoms reported was none. Event date was in (B)(6) 2015. Patient says that the pp (patient programmer) will not connect with the device and says she noticed this first when she went to the hcp (healthcare provider) 2 weeks ago (B)(6) 2015). When she was at the hcp, they tried their own patient programmer (not an clinician) and also got a poor communication screen. It was explained that since 2 different device say poor communication, she needs to again consult with hcp. Event date in (B)(6) 2015 when patient says the implanted device "feels like it's up too high, and it's been this way for a week". Patient was describing that the stimulator feels like its moved in her body and was up too high. Event date in (B)(6) 2015 when the patient was asked if she has had any falls, and she says that she fell "probably last week, she fell on her butt in the middle of the night". The indications for use for this patient was gastrointestinal/pelvic floor. Additional information was being request ed from the hcp regarding movement of the stimulator. Follow will be submitted if additional information is received.